Event description:
Reportedly, during implantation procedure, induction test was performed. A shock at 20 j was first delivered, but the arrhythmia was not converted. The device applied a 42j shock which reduced the arrhythmia. Physician doubts that first shock was correctly delivered, since arrhythmia did not end afterwards. An analysis is requested.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.